Manufacturer narrative:
Follow up with the customer on (B)(6) 2016 determined the replacement usb cable did not resolve the charging issue. It was indicated that the customer would continue to use the pump until the replacement pump was received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.